Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and showed that the dialysate port is broken. An air leak test was performed and a leak was observed at the level of the dialysate port due to the damage. The reported condition was verified. The observed damage is typical of mechanical shock applied on the product leading to its breakage. Therefore, the most probable root cause identified is that a shock occurred during shipping or storage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during priming with a prismaflex st150 set an external fluid leakage was observed. The set was changed and the issue resolved. There was no patient involvement. No additional information is available.